Manufacturer narrative:
The field service representative determined the sample probe was clogged with a clot from specimen. He removed and cleaned the sample probe, cleaned the exterior of probe, performed sample probe adjust in service software, adjusted the probe position and performed multiple air purges. He also noted the user performed sample probe cleaning. He verified proper operation by performing qc, precision and observing normal sampling operation of greater than 50 specimens. All checks and results were within specification.

Event description:
The user stated she had put 12 pt samples on the analyzer and noticed about 5 samples generated zero results on several assays. The user provided results for 8 pts, of which 4 were considered discrepant. All repeat testing was performed the same day on cobas c501. Sample 1 initial alp result was 1 u per l, repeat result was 42 u/l; initial calcium result was 0.1 mg per dl, repeat result was 9.3 mg per dl. Sample 2 initial bicarbonate result was 0.0 mmol per l, repeat result was 28.2 mmol per l. Sample 3 initial creatinine result was 0.00 mg per dl, repeat result was 0.84 mg per dl; initial magnesium result was 0.0 mg per dl, repeat result was 1.9 mg per dl. Sample 4 initial bicarbonate result was 0.2 mmol per l, repeat result was 22.8 mmol per l; initial glucose result was 0 mg per dl, repeat result was 123 mg per dl. The user did not report out any of the results from the original cobas c501.